Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was informed that the problem was with the main board. Fse is being dispatched to box up the unit for return to failure analysis laboratory. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us stops working while on a patient and "decommission vent" error showed. Furthermore, the patient was transferred to another ventilator with no patient harm reported.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm and reproduce the issue. A visual inspection of the unit did not show signs of physical damage to it. After supplying wall ac to the unit it was powered on and found the previous patient circuit mode set to non-invasive (niv) which requires a mask to be in-line, to which this vent was returned without the mask used at the time of the reported complaint thus the setting required to be changed to invasive mode. Using known good test circuits multiple circuit calibration tests (using type c,d, and e) were performed using invasive mode and passed each time. The vent was then left to warm-up for over 24 hours and again the circuit calibrations were performed and again passed. Vyaire medical was unable to reproduce the reported issue at the failure analysi lab. The exact root cause was not established. Most likely this is a software bug.